Event description:
The device was returned for a pneumatic valve actuation failure (valve 3). A metal shard was found within valve 3 which was obstructing the movement which caused the pump problem alarms. The metal shard looks like it could have been part of the pneumatic manifold.

Event description:
The following has been reported: pump problem alarm occurs when trying to start an infusion due to common volume cross check test failures. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.